Manufacturer narrative:
Software version 4.11d. Retainer ring = black. Customer returned pump for an alleged damaged battery compartment found on (B)(6) 2021. Insulin pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and force sensor. Successfully utilized crest and thus to download history files and comlink3 files; however detail traces was unable to be downloaded. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 35 fatal alarm confirmed in the history files on (B)(6) 2021 15:56:00.000 due to moisture damage on the force sensor. Force sensor zero offset not within specification (-400mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked corner of belt clip rails (across battery tube), cracked battery tube threads, corroded battery tube, and minor scratches on liquid crystal display window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic stated that the cracked in battery side compartment. No harm was required during medical intervention. The customer will discontinue use of the device.